Event description:
It was reported that when the clinician was changing the syringe in pca module and upon start of the infusion, a "red screen" appeared and "everything shut down." The clinician reportedly had to restart the device. The clinician was able to reprogram and start the infusion. It was reported that module a was infusing pca and continuous morphine pca dose 0.14mg continuous dose 0.14mg running at 0.7ml/hour. Module b was infusing dexmedetomidine 1.5mcg/kg/hour running at 1.6mls/hour. This was reported to bd associate during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.